Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no reported adverse impact to the customer. No additional information was received regarding the outcome of the event as the customer declined troubleshooting.